Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial #: (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Refer to regulatory report # 3004209178-2019-08664. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that both inss got removed for the reason that one wasn¿t working properly and the other one died and just stopped working. No further complications were reported.

Manufacturer narrative:
Product ID 3888-45, lot# v186426, implanted: (B)(6) 2009, product type: lead. Product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the left stimulator stopped working, and that the right stimulation device wires were not working properly/were not correct probably from a fall. It was noted that they were x-rayed and taken out when the infusion pain pump was put in. No further complications were reported/anticipated.